Event description:
Medtronic representative reported that the system is extremely slow prior to upgrading to fusion 2.0. Rep upgraded the software and now the system freezes and crashes. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info, as no pt was involved in this concern. Per RMA, a replacement computer was sent to site. Upon eval of returned the computer, it was returned unused.